Event description:
Info rec'd indicates that brake is not holding.

Manufacturer narrative:
The tech found the casters were worn. He replaced the casters and the associated hardware to repair the stretcher.